Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred interntionally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a false negative result on the chlamydia trachomatis (CT) target when running the alinity m sti assay on the alinity m system. During initial testing on (B)(6) 2026, sample ID (B)(6) had the following results: chlamydia trachomatis (CT): not detected neisseria gonorrhoeae (ng): detected at fractional cycle number (fcn) 30.64 cellular control (cc): fcn 31.38 internal control (ic): fcn 29.83. Reflex testing was done on another non-abbott instrument due to the ng being detected. CT was detected at cycle threshold 36.6. Ng detected at cycle threshold 28.2. Sample was retested on the same day with the following results: CT: detected at fcn 33.43 ng: detected at fcn 31.03 cc: fcn 31.86 ic: fcn 29.34. Amplification curve analysis found that the initial curve was valid with no anomalies found. An erratic diluent float sensor was detected, indicating a diluent dispensing issue. Local team has been notified on this issue for further action. The initial result was not reported outside the lab. There was no impact to patient management.